Event description:
It was reported that a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) with a grade of 4 and prolapsed posterior leaflet and thin leaflets. A mitraclip ntw was inserted and deployed on the mitral valve. However, post deployment, the clip detached from the anterior. Leaflet and remained attached to the posterior leaflet (single leaflet device attachment/slda). To stabilize the slda clip, a second clip was deployed centrally on the mitral valve, reducing mr to a grade of 1. There was no clinically significant delay in the procedure.

Manufacturer narrative:
The clip remains in the patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information..

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints from the lot. All available information was investigated, and the reported single leaflet device attachment per the physician appears to be related to patient conditions (leaflet movements due to prolapse or the pre measurements of each leaflets to determine proper insertion). Unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.